Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported.